Event description:
It was reported that the home choice (hc) had an unspecified failure. It is unknown at which step of therapy the event occurred. Patient involvement is unknown; however, no patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). If the sample becomes available for evaluation or any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was originally manufactured in 1999. Evaluation summary: the device history record was reviewed and no issues were found that could have caused or contributed to the event. The event history log review identified several alarms indicative of pneumatic issues. The cause of the pneumatic issues was determined to be defective orings. To correct the condition, the orings were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(40. The homechoice (hc) was returned and evaluated. The event history log review indicated several alarms, but as the reported alarm was unknown, the problem could not be confirmed though the logs. No abnormalities were identified during visual inspection. Functional testing of the device could not confirm the reported problem. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The reported problem was unable to be confirmed during sample analysis. Upon completion of the evaluation or upon receipt of additional information, a supplemental report will be submitted.